Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Please refer to the local description. Patient consequence? Yes. Patient consequence description: revisions op, "8 pedikelschrauben statt 4." Action taken for procedure: "entfernung der abgebrochenen viper prime schrauben, einbringen von 8 cfx schrauben l4 bis s2 und anschliessende zementaugmentation." Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.